Event description:
Event 1 [redacted date] lot: 36009250: catheter was not connecting properly and imagine was not showing up. Another opticross was used to complete case, no patient harm occurred. Event 2 [redacted date] lot: 35577019: no image shown on console, had to grab another opticross to finish the case. No patient harm occurred. Manufacturer response for catheter, opticross ivus catheter (per site reporter). Manufacturer notified by site.